Manufacturer narrative:
Product analysis: at analysis it was determined that both bail covers were broken. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required planned maintenance and calibration. No additional information was available. No patient complications have been reported as a result of this event. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.